Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self test. No unexpected program alarm anomaly or software error alarm anomaly noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a software error alarm and a watchdog timeout alarm on their insulin pump. The alarm occurred during normal use. The customer¿s blood glucose level was 250 mg/dl. The device will be returned for analysis.